Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer¿s other blood glucose level was 129 mg/dl, 218 mg/dl, over 300 mg/dl and 65 mg/dl respectively. The customer was treated with food for low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer was alleging that the insulin pump was over delivery and they were not sure for the reason. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose level. Customer also stated that the drive support cap was appears to be normal. The insulin pump will be returned for the analysis.